Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to extreme liquid damage on all the boards. Liquid ingress was established as the source of the damages. The device is not repairable and was scrapped. Analysis of reports of this type has not identified an increase in trend.